Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy, gastric banding in (B)(6) 2012 and uterine dilation and curettage. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder nos, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mental illness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab) and paracetamol (tylenol extra strength). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and alopecia outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered alopecia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: small ventral hernia. Hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There is no hydro nephrosis. Pelvis: the appendix is surgically absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no. Endometrial biopsy: no. Current weight: 143 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy, gastric banding in (B)(6) 2012 and uterine dilation and curettage. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mental illness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab), paracetamol (tylenol extra strength) and topiramate (trokendi). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On (B)(6) 2014, the patient experienced amenorrhoea ("other injury or complication please describe: amenorrhea"), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dermatitis allergic ("rash allergies"). In (B)(6) 2015, the patient experienced alopecia ("hair loss / hair began to fall out a few months later but didn't understand why") and vaginal infection ("infection: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, dermatitis allergic, depression, anxiety, amenorrhoea and vaginal infection outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered alopecia, amenorrhoea, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse discrepancy of date of insertion= (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: small ventral hernia. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded.; on (B)(6) 2014: results: total bilateral occlusion. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There 1s no hydro nephrosis. Pelvis: the appendix is surgically absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening. Visualized: bilateral polyp present: no fibroids present: no. Endometrial biopsy: no. Current weight: 143 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Events vaginal infection & amenorrhea were added. Concomitant drug was added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no: c03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: on (B)(6) 2005, on (B)(6) 2008, on (B)(6) 2010, on (B)(6) 2012, on (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy, gastric banding in november 2012 and uterine dilation and curettage. Previously administered products included for prevent pregnancy: birth control pills until june 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mentaliliness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone acetate (depo provera) since on (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab), paracetamol (tylenol extra strength) and topiramate (trokendi). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On (B)(6)2014, the patient experienced amenorrhoea ("other injury or complication please describe: amenorrhea"), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In january 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dermatitis allergic ("rash allergies"). In march 2015, the patient experienced alopecia ("hair loss / hair began to fall out a few months later but didn't understant why") and vaginal infection ("infection: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and rash ("rashes or skin conditions type: rashes"). The patient was treated with surgery (plantiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, dermatitis allergic, depression, anxiety, amenorrhoea, vaginal infection and rash outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered alopecia, amenorrhoea, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse discrepancy of date of insertion on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram: on (B)(6) 2015: results: small ventral hernia. Hysterosalpingogram: on (B)(6) 2014: results: confirmed that essure was successfully occluded.; on (B)(6) 2014: results: total bilateral occlusion. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There 1s no hydro nephrosis. Pelvis: the appendix is surglcally absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no. Endometrial biopsy: no. Current weight: 143 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received, event added- rash. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric banding in (B)(6) 2012, genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy and uterine dilation and curettage. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There 1s no hydro nephrosis. Pelvis: the appendix is 6urglcally absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no endometrial biopsy: no. Current weight: 143 lbs. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mentaliliness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab), paracetamol (tylenol extra strength) and topiramate (trokendi). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On (B)(6) 2014, the patient experienced amenorrhoea ("other injury or complication please describe: amenorrhea"), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dermatitis allergic ("rash allergies"). In (B)(6) 2015, the patient experienced alopecia ("hair loss / hair began to fall out a few months later but didn't understant why") and vaginal infection ("infection: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and rash ("rashes or skin conditions type: rashes"). The patient was treated with surgery (plantiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, back pain, vulvovaginal pain and vaginal infection had resolved and the fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, dermatitis allergic, depression, anxiety, amenorrhoea and rash outcome was unknown. The reporter considered alopecia, amenorrhoea, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse discrepancy of date of insertion (B)(6) 2014 patient received treatment for pain, abnormal bleeding, allergic reactions, urinary/bldder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: small ventral hernia. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded.; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported events "severe pelvic pain, bleeding, allergic reaction, infection: vaginal: outcome updated to "recovered / resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy, gastric banding in (B)(6) 2012 and uterine dilation and curettage. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder nos, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mental illness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (levothyroxine) since 2014, loratadine (loratab) and paracetamol (tylenol extra strength). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and rash ("rash allergies"). In (B)(6) 2015, the patient experienced alopecia ("hair loss / hair began to fall out a few months later but didn't understand why"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, rash, depression and anxiety outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: small ventral hernia hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded.; on (B)(6) 2014: total bilateral occlusion on (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There is no hydro nephrosis. Pelvis: the appendix is surgically absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no. Endometrial biopsy: no. Current weight: 143 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: events- "rash allergies, depression, mental anguish" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy, gastric banding in (B)(6) 2012 and uterine dilation and curettage. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder nos, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mentaliliness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (plantiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and alopecia outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered alopecia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: small ventral hernia hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There 1s no hydro nephrosis. Pelvis: the appendix is surgically absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no endometrial biopsy: no. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received. This case is medically confirmed. The reporter information was updated. This case concerns (B)(6) year old patient. Lab data was added. Her historical, historical medication, family history and concurrent conditions were added. Essure indication was amended. Essure implantation and explantation date was added. Her concomitant medications were added. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, hair loss, hair loss, side and back pain (frequently throughout the day, sometimes lasting a while, moderate) and vaginal stabbing pain (infrequent, severe) were added. Post removal of the essure side and back pain and vaginal pain had resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. C03091) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric banding in (B)(6) 2012, genital bleeding (not recovered prior to essure) on (B)(6) 2015, headache (headaches turned to migraines, not recovered prior to essure), multigravida, parity 5 (date of births: (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014.), pelvic pain, constipation chronic, loop electrosurgical excision procedure (of cervix complicating pregnancy.), groin pain, impacted cerumen, preterm labor, degenerative disc disease, asthma, fetal growth retardation, threatened premature labor, appendectomy and uterine dilation and curettage. On (B)(6) 2015, CT abdomen & pelvis w/o contrast revealed abdomen: the lung bases are dear, the heart size is normal. There is a lap band device and is in the size in proper position. Limited images of the liver were unremarkable. The gallbladder is visualized. The spleen is normal. No adrenal mass is identified. The aorta is nol'l11ll ln caliber. There is no significant free fluid or adenopathy. There is a small fat containing ventral hernia extending to the umbilicus. There is no nephrolithiasis. There 1s no hydro nephrosis. Pelvis: the appendix is 6urglcally absent. There are essure coils in the fallopian tubes bilaterally. The urinary' bladder is unremarkable. There' is no significant free fluid or adenopathy. Impression: a lap band is present and in proper postilion. Small ventral hernia containing fat. On (B)(6) 2015, surgical pathology report revealed gross description : received in formalin labeled with the patient's name and designated as "uterus, cervix, bilateral tubes" is an intact uterus with cervix (9.5 x 7 x 3.5 cm, 128 g) with separately received undesignated bilateral fallopian tubes (each 7 cm in length x 0.6 cm in diameter). The serosa is pink-tan and predominantly smooth and the 2.5 cm in length cervix is partially surfaced by a pink-tan, glistening to focally granular ectocervix which has a diameter of 3.6 cm and a 0.6 cm slit like os. Opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a red tan, glistening endometrium which has a thickness of up to 0.2 cm. The pink-tan, finely trabeculated myometrium has a thickness of up to 2.3 cm. Further sectioning reveals no distinct masses or lesions within the uterus' and cervix. The bilateral fallopian. Tubes are purple tan, smooth and fimbriated and remarkable for having been previously surgically ligated, with a metallic coil noted within each tube. Sectioning through the tubes reveals an average luminal diameter of 0.2 cm and no associated lesions. Operative note: uterine sound: 8 cm/s appearance of endometrium: thin tubal opening visualized: bilateral polyp present: no fibroids present: no endometrial biopsy: no. Current weight: 143 lbs. Previously administered products included for prevent pregnancy: birth control pills until (B)(6) 2013; for an unreported indication: metformin. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, hydrosalpinx (right), uterine enlargement and diabetes. Family history included coronary artery disease, autism, cancer, diabetes mellitus, down's syndrome, hypertension, mental retardation, migraine headache, multiple gestation, muscular dystrophy, musculoskeletal disorder, neurologic disorder nos, psychiatric disorder nos, seizure, caffeine consumption, gastrointestinal disorder, heart disease, unspecified (maternal aunts, maternal uncle), asthma, unspecified (without mention of status asthmaticus- mother), stroke (maternal aunt, maternal uncle), cervical cancer (mother), essential hypertension (mother, maternal aunt, maternal uncle), alcoholism (maternal grandfather), diabetes (mother), migraine (unspecified, without mention of intractable migraine, mentaliliness- mother, father, sister), alcohol use and coronary artery disease. Concomitant products included ropivacaine hydrochloride (naropin) for anaesthesia, medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for contraception, ketorolac tromethamine (toradol) for pain as well as diazepam (valium), levonorgestrel (mirena), levothyroxine sodium (levothyroxin) since 2014, loratadine (loratab), paracetamol (tylenol extra strength) and topiramate (trokendi). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: side and back pain (frequently throughout the day, sometimes lasting a while, moderate)") and vulvovaginal pain ("pain: vaginal stabbing pain"). On (B)(6) 2014, the patient experienced amenorrhoea ("other injury or complication please describe: amenorrhea"), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dermatitis allergic ("rash allergies"). In (B)(6) 2015, the patient experienced alopecia ("hair loss / hair began to fall out a few months later but didn't understant why") and vaginal infection ("infection: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and rash ("rashes or skin conditions type: rashes"). The patient was treated with surgery (plantiff underwent hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, hypersensitivity, back pain, vulvovaginal pain and vaginal infection had resolved and the fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, dermatitis allergic, depression, anxiety, amenorrhoea and rash outcome was unknown. The reporter considered alopecia, amenorrhoea, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: number of coils inside cavity: 3, procedure well tolerated. She denies any problems except some occasional low back pain and cramping. She denies any allergies to products of contrast. No bleeding with intercourse discrepancy of date of insertion=(B)(6) 2014 patient received treatment for pain, abnormal bleeding, allergic reactions, urinary/bldder problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: small ventral hernia. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully. Occluded.; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Lot number: c03091 manufacturing date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complication from essure device.). At the time of the report, the pelvic pain, hypersensitivity, fatigue and menstrual disorder outcome was unknown. The reporter considered fatigue, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.